Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a normal uncomplicated surgery performed on (B)(6) 2017, the plastic handle of inserter for ti elastic nails is broken. The patient was involved but no effect to the patient or surgery .the issue is more due to cleaning and sterilization process. Patient outcome reported as normal. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, as no product was received. The received picture shows that the implant is cracked; the complaint therefore was determined to be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.